Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Despite the fact, that the old design bears more hits according to the testing department, the plastic deformation of the hammer head shows a significant overload of both of the article. The hammer head should be used using ¿gentle hammer taps¿ according to the surgical technique guides. The deformed complaint articles of both new and old design demonstrate that the applied force is too high and thus overload is applied to the hammer. The hammer is additionally asymmetrically loaded, which can be seen in the (deformed) shape of the hitting surfaces. Conclusion: the complaint is confirmed as the crack of the complaint device can be confirmed. The hammer is however severely overloaded and not used according to the IFU, respectively according to the surgical technique guide. The complaint hammer is instead used as testing setup which does not correspond to the intended use. No further action is undertaken since the underlying issue is not design related and the occurrence rate is not critical. The root cause was identified during the performed pd evaluation and therefore the in the investigation flow for cracked device listed remaining investigation steps are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device history lot: part: 399.430, lot: l955568, manufacturing site: umkirch, release to warehouse date: 11. Sep. 2018. The device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and hardness criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: reporter is synthes employee. Picture reviewed, cracked weld can be confirmed, the head is still attached to the shaft. The striking surface seems to be plastically deformed, which would indicate very excessive use. A review of the device history records has been requested. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date the weld of a synthes surgical mallet700g has been noticed to have cracks after few impactions. There was no reported patient and procedure involvement. This report is for one (1) hammer 700 grams. This is report 1 of 1 for complaint (B)(4).